Manufacturer narrative:
Conclusion: after analyzing the data, there is no indication that c100215 was functioning incorrectly and could have lead to the patient illness.followed up with the clinic and they indicated that the patient is still in the hospital and is being kept for observation for a few more days. The clinic was aware of the seizure occurring but indicated that the patient did not have a history of seizures. The clinic will make contact when they have any additional information.

Event description:
In 2006 the patient was treating on the phd personal hemodialysis system and experienced chest pains. She decided to end treatment and started the blood rinseback procedure. Upon starting the rinseback procedure, the phd indicated an "air in arterial line" alarm and according to her husband, the patient went into a seizure.